Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged and incomplete, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no other non-conformances generated during the manufacturing process. There is no complaint related test but in-line inspection data showed the lens was within specifications in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provided some warnings of some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance. Also the patient info brochure does indicate that the some of the disadvantages of using the tecnis multifocal 1-piece lens are dysphotopsia effects halo and glare. In a survey of patients, a few cases of patients requested removal of the lens due to difficulty with halos/glare or image quality (blurry/hazy vision). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to dysphotopsia. No further information was provided.

Manufacturer narrative:
Additional codes are reported as they were inadvertently not included in MDR follow up #1. (B)(4). All pertinent information available to abbott medical optics has been submitted.